Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a free flow event had occurred during an infusion. No patient harm was reported. The event devices were sequestered and an internal biomed investigation found that the platen screw was not in the correct location on the assembly. The device was repaired and returned to patient care areas for use. Subsequently after the event, a house-wide biomed inspection of devices in care areas was performed with biomed repairs made to any identified devices.